Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump does not alarm no delivery. The customer's blood glucose reading was 500 to 600 mg/dl at the time of incident and also went as low as 37 mg/dl. Troubleshooting was offered but the customer declined and indicated they would call back later. No further details given.